Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise while programmed to the secondary sensing vector. No inappropriate therapy was delivered as a result of this behavior. X-ray imaging was performed, and technical services (ts) was consulted to review device data and imaging. Upon evaluation of the x-rays, ts identified rotation of the device within the pocket, resulting in a new acute lead kink, which is considered the likely cause of the observed oversensing of noise. Ts discussed possible causes. During troubleshooting, device manipulation reproduced the noise. The healthcare professional (hcp) subsequently reprogrammed the device to the primary sensing vector. Ts provided additional troubleshooting recommendations and guidance. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported there were no new events when programmed to primary sensing vector. Technical services discussed possible causes of the oversensing of noise. Troubleshooting was performed prior to the patient's revision procedure, during which noise was successfully reproduced in both the secondary and alternate sensing vectors. It was noted that noise was more difficult to reproduce when the patient was in a supine position, even with manipulation of the device pocket. During surgical exploration, intermittent noise was observed upon opening the pocket. After the lead was released, noise was reproducible in the alternate sensing vector. No macroscopic abnormalities were identified in the electrode. The decision was made to replace the entire system. The explanted device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to update field d6b. Explant date.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise while programmed to the secondary sensing vector. No inappropriate therapy was delivered as a result of this behavior. X-ray imaging was performed, and technical services (ts) was consulted to review device data and imaging. Upon evaluation of the x-rays, ts identified rotation of the device within the pocket, resulting in a new acute lead kink, which is considered the likely cause of the observed oversensing of noise. Ts discussed possible causes. During troubleshooting, device manipulation reproduced the noise. The healthcare professional (hcp) subsequently reprogrammed the device to the primary sensing vector. Ts provided additional troubleshooting recommendations and guidance. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported there were no new events when programmed to primary sensing vector. Technical services discussed possible causes of the oversensing of noise. Troubleshooting was performed prior to the patient's revision procedure, during which noise was successfully reproduced in both the secondary and alternate sensing vectors. It was noted that noise was more difficult to reproduce when the patient was in a supine position, even with manipulation of the device pocket. During surgical exploration, intermittent noise was observed upon opening the pocket. After the lead was released, noise was reproducible in the alternate sensing vector. No macroscopic abnormalities were identified in the electrode. The decision was made to replace the entire system. The explanted device is expected to be returned for analysis. No additional adverse patient effects were reported.